Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the fiber was noted to be broken after being cleaned several times. The fiber was exchanged, and the procedure was completed utilizing the second fiber. There was no patient injury reported due to the event.

Manufacturer narrative:
Device evaluated by MFR? Device/component codes: updated based on investigation results. Product evaluation: failure analysis for fiber 0010-2400-742a-1034: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The distal part of the glass cap is detached and not returned. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information received from the customer indicated that the device was used for 9 minutes and 85,000 joules.

Manufacturer narrative:
The device has been returned and is currently pending analysis.